Manufacturer narrative:
(B)(4). The photo's were returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; however, photographs of the set were available. A visual inspection revealed that the spike was broken, confirming the reported condition. The root cause was determined to be due to variations in molding parameters. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) an issue with the dehp free sol admin set 3way in which the spike broke when spiking the vial. There was no patient involvement, medical intervention or injury reported. Photo's are available for evaluation, however an actual sample is not available for return. There is no additional information available.